Event description:
Boston scientific received information that this right atrial (ra) lead was lower than expected as shown on the chest x-ray but has not dropped into the right ventricle. Additional information indicates that there was no reprogramming change required. Efforts to obtain the model and serial number of the lead involved were unsuccessful. This right atrial (ra) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.